Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-02. The rep stated that the cause of the inability to charge was due to the battery being dead for an unknown time and needed ¿passive reset¿. On (B)(6) 2018 they did a passive reset and the battery charged. The patient¿s weight was unknown at the time of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that there was no evidence of a fall affecting the patient¿s device to the rep¿s knowledge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to charge. The patient reported that they had a fall three weeks ago, but they did not think it was related because the device was working after the fall. No symptoms were reported. No further complications were reported. Follow-up was conducted.